Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the threads on the battery cap are stripped; the battery cap is unable to establish an electrical connection. A test cap was used for all investigation steps. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. Investigation revealed that the keypad is peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient contacted animas alleging that the subject pump "stopped working" after it got wet. The patient was unable to be reached to obtain additional information about the alleged complaint. There was no mention of symptoms or medical treatment. The patient did not report any blood glucose readings or symptoms that meet animas' criteria for a serious injury; however, this complaint is being reported because, the alleged power issue remained unresolved.